Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0pkjl, product type: lead. Product ID neu_unknown_prog, product type: programmer, physician. Product ID 3889-28, lot# va0pkjl, product type: lead. Analysis of the implantable neurostimulator (ins) (B)(4) revealed insignificant anomalies, functioning okay. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was placed during the procedure and was tested with a j-cable with good response from the patient. The lead was then inserted into the implantable neurostimulator (ins) and all impedances were over 4,000 ohms. The lead was re positioned in the ins multiple times with the same result. The lead was tested with the j-cable again with good responses. Another ins was used, which produced the same result. A new lead tested well and was inserted into the second ins, because the physician felt the original ins and lead were faulty. The replacement devices were checked and worked without any issues. Telemetry and interrogation issues were also reported with the original devices.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.